Manufacturer narrative:
It has been indicated that the device from the reported event will be returned to angiodynamics for evaluation, however it has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, a bioflo port which had been placed in (B)(6) 2016 was removed on (B)(6) 2019 because "a crack in the port body was causing extravasation of infusates into the port pocket." It was indicated that the used port would be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics vascular access complaint report was reviewed for the bioflo port product family and the failure mode "device leaked." No adverse trend was identified. The port was returned with a small piece of catheter tubing attached. The septum showed evidence of multiple use and damage. Damage was also noted to the port body. The end user's complaint description is confirmed for leakage. The leakage from the port was coming from damage to the port septum. The likely root cause of the damage to the port septum is from coring caused by a damaged needle or by someone not using a non-coring needle to access the port. The was also damage observed to the port body where a needle missed the mark on the septum and scratched the side of the port housing. No manufacturing related non-conformance was observed during sample evaluation. This is supported by the fact that the device was implanted and in use for more than 31 months prior to the leak incident. The directions for use packaged with the bioflo port contains the following precautions: precautions only use non-coring needles to access the port membrane. The non-coring needle tip is integral to prevent damage of the membrane. · palpate the port and port septum then access the silicone membrane with the non-coring needle at a 90 degree angle. · puncture skin directly over septum and gently advance needle through septum until it contacts bottom of portal chamber. Do not apply excessive force once the needle contacts the port floor. This is the only reported complaint for this failure mode in the past 15 months for the bioflo port product family, as such, this is deemed to be an isolated incident. (B)(4).